Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Medical product - biomet m2a-magnum cup item #: us157858 lot#: 600540; biomet taperloc catalog#: 11-103207 lot#: 061520.

Event description:
Patient reported a right hip revision approximately 4 years post-implantation due to unspecified allegations. During the procedure, the femoral head and taper adapter were removed and replaced and an active articulation bearing was implanted. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Event description:
Patient reported a right hip revision approximately 4 years post-implantation due to unspecified allegations. During the procedure, the femoral head and taper adapter were removed and replaced and an active articulation bearing was implanted. Additional information received in patient's medical records indicates the patient was revised due to evidence of a pseudotumor and an aseptic hip. Revision operative report noted excision of the pseudotumor, debridement of scar tissue and debris, and corrosion at the head and taper junction.